Manufacturer narrative:
Updated d4 - model # from pt-000438 to pt-001446. Updated d4 - lot # to ph1u12202411. Updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6720. Updated d4 - expiration date to 6/20/2026. Updated d4 - primary UDI number from (B)(4). Updated h4 - device mfg date to 12/20/2024.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 21.5 mmol/l (387 mg/dl) while wearing the pod for 6 hours. When removed from the infusion site (leg), the pod's cannula was found bent. No specific treatment information was provided.